Manufacturer narrative:
Patient city: (B)(6). Patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. The patient experienced high blood glucose level and treated with pump insulin and set change. The event lasted more than four hours. No further information available.